Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over to multiple stations. The technical support specialist dialed into server via secure link and ran a downtime query, which showed no disconnected flag on the care fusion coordination engine (cce). The cce extensible markup language sent time, and the last heartbeat time with the server was checked. The tss restarted bd data synchronization, external messaging, and all net transmission control protocol services, but the issue persisted. Upon checking health site viewer, the dashboard showed delayed/down patient information. The tss contacted the user and advised that the issue appeared to be on the cerner side, with a 1hr 10min downtime. The customer agreed to follow up with cerner. The issue was escalated to interface team due to enterprise queues not draining. After coordination with the enterprise and the tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patients did not cross over to multiple stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.